Event description:
It was reported that the right ventricular lead had varying and high impedance, noise and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was an impedance increase. The weekly pace lead measurement log data show various spike increases for maximum ventricular pacing equal to 456 to 2048 ohms range between (B)(6) 2011 and (B)(6) 2012. There was oversensing with nine ventricular fibrillation episodes less than or equal 210 milliseconds per average ventricular cycle between (B)(6) 2012.